Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "system error 322" alarm was confirmed (through the history log) during evaluation. Evaluation found the upper door switch slow to respond, which caused the system error. The upper auxiliary assembly (including the link switch) was replaced. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a system error 322 alarm. There was no patient involvement.